Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was an intermittent power issue and the battery compartment is cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: the pump's black box showed an unexplained pump reboot event on (B)(6) 2016. The battery compartment was cracked in multiple areas. The returned battery cap¿s threads were undamaged and the cap was able to maintain an electrical connection. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. Moisture corrosion was observed in the battery canister. The pump failed a leak test as a result of the battery compartment crack. No power interruptions occurred during the investigation.